Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing on the right ventricular (rv) lead. Programming changes were discussed, no changes or intervention was reported. The patient condition was not known.

Event description:
Additional information received notes t-wave oversensing on the right ventricular (rv) lead. No changes or intervention was reported; the device will continue to be monitored.